Event description:
It was reported that this right ventricular (rv) lead had an alert for pacing impedances values and amplitude out of range. The lead remains in-service. No adverse patient effects were reported.